Event description:
A rod, implanted at l4-l5, l5-s1, was noted to have migrated cephalad on x-ray. Previous x-ray showed the rod in good position with some healing. All hardware currently remains in the patient. Surgeon plans to revise the patient in 2007.

Manufacturer narrative:
No investigation can be performed, no conclusion can be drawn as the device currently remains in the patient.